Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited noise oversensing lead to pacing inhibition. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.